Event description:
It was reported that a clearlink IV catheter extension set was observed to have air in the line. The nurse primed a short extension set and attached it to the peripherally inserted central catheter (PICC) line. After going home, the patient observed air in the extension set line, during infusion with an intermate. When the patient returned to the facility, the line was checked by the nurse. The primed intermate device was then attached to the extension set at the luer. The intermate infused and near the end of the infusion it was noted that an air bubble, approximately one inch in size, was present in the extension set. The nurse removed the extension set and connected the intermate directly to the PICC line, whereby the infusion finished with no air bubbles observed. A patient was involved, however there was no adverse event reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: the actual sample was discarded. As the actual sample was not available, an evaluation could not be performed on this device. However, one companion sample was made available for evaluation. The companion sample was visually examined and functionally tested. Solution flowed through the tubing and no air was detected in the line. No root cause was identified, as no evidence of product malfunction was observed. Should additional relevant information become available, a follow-up report will be submitted.